Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation. H3 other text : device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2026. On (B)(6) 2026 there was an indication of a kinked stent and an angiogram was scheduled. On (B)(6) 2026, the patient complained of hip pain, and an angiogram was performed, revealing a slight kink in the ovation ix iliac limb. A vbx stent (non-endologix) was used to fix. The final patient status is unknown.